Event description:
It was reported that during implant, the helix of the lead would not extend all the way. The helix was exercised multiple times and the lead was eventually removed. The helix also did not extend when attempted outside of the body. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also reported that there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the df-4 connector pin was turned an excessive number of times resulting in the distortion of the diatl conductor wihin th connector.